Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight, crease fold, cloudy in the gel, red particles in the shell, and deformation. Bubbles in the gel observed after autoclave cycle. It was reweighed and the unit is within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported ¿left side capsular contracture (baker grade unknown)" and "seroma". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported ¿left side capsular contracture (baker grade unknown)" and "seroma". The device has been explanted.